Event description:
During an arthroscopic rotator cuff repair the distal portion of the inserter of a bioknotless rc anchor bent while tyring to insert. A second same device had the distal portion of the inserter tip break off into the body. All was retrieved, there is no pt harm and the case was concluded successfully without further incident.